Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly and the battery gauge was fluctuating. Additionally, it was reported that the pump time was incorrect. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 132-250 mg/dl.